Event description:
It was reported that a patient with this electrode received inappropriate shocks due to changes in the qrs morphology. T-wave oversensing and noise were also observed. An x-ray performed indicated the position of the electrode may not be optimal for the patient. Noise was able to be reproduced with arm movements. At this time the electrode remains in service and there have been no adverse patient effects reported.